Event description:
The customer reported that the device was turning off and on intermittently. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the failure. The cause of the failure was traced to battery contact pins that had lost spring tension. The battery pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction of the battery pca that caused intermittent power loss.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the failure. The cause of the failure was traced to battery contact pins that had lost spring tension. The battery pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction of the battery pca that caused intermittent power loss.